Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device display was blank and unreadable. This was noticed after pt woke in the morning. Pt attempted to replace the battery. The infusion device made the usual sounds but the display remained blank. Infusion device was requested for eval. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. No add'l info was available.